Manufacturer narrative:
The review of the manufacturing paperwork verified that the lot(s) met all pre-release specifications. (B)(4).the gore® tag® thoracic endoprosthesis instructions for use, users are made aware of the risks associated with type ii endoleaks and are instructed to consider the risks and benefits discussed in the IFU for each patient before using the devices. Additionally, the IFU warns that potential device or procedure related adverse events include aneurysm enlargement.

Event description:
On (B)(6) 2010, this patient underwent an endovascular repair of a thoracic aortic aneurysm using one gore® tag® thoracic endoprosthesis (tgt3720/8147270). A bypass surgery was simultaneously performed from the right axillary artery to left common carotid and left axillary arteries. No issues were reported. The patient tolerated the procedure. On (B)(6) 2010, a type ii endoleak of unknown origin was reported. On (B)(6) 2010, a coil embolization procedure was performed to repair the endoleak. The patient tolerated the procedure. On (B)(6) 2010, the patient was discharged. The diameter of the aneurysm was 64mm. The patient was lost in follow-up, therefore no further information is available.